Manufacturer narrative:
Correction: additional information listed on initial report was received april 11, 2017 - not april 1, 2017. The event unit was returned to applied medical for evaluation. Upon inspection, engineering observed that the tissue retrieval bag had been cut. The tissue retrieval device consists of a pre-rolled tissue bag stored inside an introducer tube. Upon deployment, it may initially keep its rolled shape. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." This instructs the customer to further unroll the bag if, upon deployment, the bag does not fully unroll. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Note: additional information received clarified that the prongs were not exposed within the abdomen, as originally reported. As such, applied medical no longer considers this to be a reportable case.

Event description:
Additional information received by email on april 11 from applied medical team member: metal supports were fully exposed upon deployment. The device did not jam during deployment. The device was safely pulled back through the port. Additional information received via email from applied medical team member, 25may2017: I attended a case with the same surgeon last month and the bag worked fine. He said last time the bag didn't come out with the prongs (the prongs were exposed but the bag did not unroll).

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic nephrectomy - "the bag did not open even though the prongs were fully open. The bag remained stuck to the prongs. The surgeon pulled out the bag and used another 12/15mm inzii successfully. The surgeon has used 12/15mm bag before. Applied ports were used during the procedure" additional information received from applied medical team member via email at (B)(6) 2017 - metal supports were fully exposed upon deployment. The device did not jam during deployment. The device was safely pulled back through the port. Type of intervention: used another cd004. Patient status - fine.